Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) came out upside down and this was noticed until lens was fully inserted, however the surgeon was able to adjust and fix the lens. The lens remains implanted. No surgical/medical interventions will be done in the future. Patient was doing fine. No further information available.